Event description:
Revision completed due to pain and loosening of the tibial component at the cement to implant interface. Unk cement was used. It was also reported that primary components removed and replaced with attune revision sleeved and stemmed femur and stemmed tibial revision components. Doi: (B)(6) 2015, dor: (B)(6) 2022, affected side: right.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and did not find enough evidence to confirm loosening. The x-ray image provided was taken with a phone off the computer screen with low resolution and overall poor image quality. Furthermore, only one image was provided and without a chronological series of x-rays to review, the reported loosening condition cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.